Event description:
Revision surgery - the pt dislocated due to a top fractured pelvis; the fracture occurred in the recovery room. The surgeon removed the original liner, and replaced it with another liner and screws.

Manufacturer narrative:
The reason for the revision surgery was identified as dislocation after one day of patient use. The products associated with the reported event were not returned for examination. A review of the DHR showed one ncmr associated with this product. This is the first complaint for this part number. The revision surgery was completed successfully. The root cause for the dislocation was most likely the fractured pelvis, as originally reported.